Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The customer's blood glucose level was unknown at the time of the incident. The audio options menu in the insulin pump was set to audio and vibrate. The customer was assisted with troubleshooting and it was reported that they did hear beeps when audio volume settings were saved. They also reported that they did not hear the differences between two audio beep volumes. The customer was advised to revert to back up plan. They were also advised to put the insulin pump in storage mode. The insulin pump will not be returned for analysis.